Event description:
A materials manager reported that following cataract surgery with intraocular lens (iol) implant procedure, the patient was not tolerating multifocal explant. The iol exchanged for another monofocal lens approximately 2 months following the initial procedure. Additional information will be requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).